Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.